Event description:
It was reported that during a da vinci-assisted procedure, the tenaculum forceps instrument has a broken wire. The procedure was completed with no reported injury. No fragment fell inside the patient. The procedure was completed with a back-up instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "cable broke". Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Root cause of this failure is attributed to a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product or this event. A review of the instrument log for tenaculum forceps was (part 470207-10/n10200413 0053) associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2021 on system (B)(4), with 6 lives remaining. No image or procedure video was provided for review. This complaint is reportable due to the following conclusion: the customer reported complaint does not itself constitute a MDR reportable event and there was no patient injury reported; however this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.